Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found that the press gasket which secures the door gasket in place was damaged. As the door gasket was not properly seated this allowed water to leak out from the bottom of the washer onto the floor. The reliance synergy operator manual states (pg. 1-3), "to prevent slips, keep floors dry. Promptly clean up any spills or drippage. If detergents or other chemicals spill, follow safety precautions and handling procedures set forth on detergent or chemical label and/or safety data sheet (sds)." On 3/14/2018, a replacement washer was installed at the customer's location and no additional issues have been reported.

Event description:
The user facility reported that their reliance synergy washer was leaking water onto the floor. No report of injury.